Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a surgical procedure , two drill bits broke. It was also reported that there was a five to ten minute delay as a result of this event to get a back-up device. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully. This report is for the first drill bit that broke.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a surgical procedure , two drill bits broke. It was also reported that there was a five to ten minute delay as a result of this event to get a back-up device. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully. This report is for the first drill bit that broke.